Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an issue on (B)(6) 2026, as the whole package of infusion sets was found to be damaged. No further information availability.

Manufacturer narrative:
Patient city: (B)(6), patient country: poland.